Event description:
It was reported that during a ptca treatment procedure, while attempting to treat a calcified, tortuous, and 90% stenotic lesion, on the fourth inflation, the md was unable to inflate the balloon to more than 4 atm's. On fluoroscopy, the md noted underinflation of the balloon. The product was removed from the patient and noted to exhibit contrast medium leaking from the junction site between the distal portion of the balloon and its shaft. No patient injuries or complications were reported, and patient status was reported as okay.